Manufacturer narrative:
E1- initial reporter facility name:(B)(6) hospital. E1- initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A ce ilab imaging system was selected for an ultrasound examination of the target lesion. During the procedure, it was found that the device could not show image. The procedure was not completed due to this event. The patient was stable, and there were no patient complications or other additional intervention reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an ilab ultrasound imaging system. The motor drive unit (mdu) 5 plus was connected to an ilab cart and failed the mdu 5 plus basic functional test. The reported complaint allegation was confirmed as the device kept stopping and would not show an image. The issue was attributed to a faulty bipolar tx. (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A ce ilab imaging system was selected for an ultrasound examination of the target lesion. During the procedure, it was found that the device could not show image. The procedure was not completed due to this event. The patient was stable, and there were no patient complications or other additional intervention reported.